Manufacturer narrative:
The customer reported complaint of "saline leak from the proximal luer tubing of the quattro catheter (lot # 158529) was confirmed during the functional testing. A leak was observed at proximal and at medial luer tubings during flushing. Upon inspecting under the microscope, noticed that the proximal and medial luer tubings are torn/ruptured. The rupture seemed to be consistent with high-pressure introduction. Therefore, the probable root cause for the reported complaint could be the high-pressure introduction likely caused by the use of a high-pressure pump. Per quattro catheter instructions for use (IFU); when connecting infusion sets/injection systems to zoll catheters, do not exceed 100 psi/689 kpa. Upon visual inspection, noticed blood residues in the balloons and luer tubings. No physical damage was observed on the catheter. During the lumen flushing test, all lumens were flushed without resistance, except medial and proximal luer tubing due to blood clogged, and the leak was observed from the medial luer tubing, 4cm away from the distal end of medial luer, and at proximal luer tubing, 6cm away from the distal end of proximal luer. A pressure leak test was performed. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues, and no leak was observed from the balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for quattro catheter with lot #158529.

Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The patient was hospitalized for the ivtm therapy after CPR, and quattro catheter (lot #158529) was inserted smoothly into the patient's femoral vein in a single attempt by an experienced physician. The patient's target temperature was set to 32°c at a max rate. During the cooling phase of the ivtm therapy, the customer noticed saline leak from the proximal luer tubing of the quattro catheter and observed blood coming out from the central vein catheter. The catheter was replaced, and the patient treatment was completed using the same thermogard system. The customer provided no further information. No consequences or impact to the patient.